Event description:
A consumer reported that following intraocular lens (iol) implantation, consumer experienced flairs coming off lights at night, halos off road signs at night, and everything was blurry. There was fog in the center of vision. Consumer also stated that while looking at someone during the day and if there was a light source behind them, there was difficulty seeing them due to the fog. The fog never went away but did change from time to time. The consumer had trouble driving at night.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).